Event description:
The customer reported that while running an hiv 1/2 assay, summit sample handler did not pipette the correct amount and did not give an error message. An ortho field service engineer was dispatched and problem was not duplicated. Fse ran plunger clamp force test and problem was not duplicated. No death or serious injury was associated with this event, this report corresponds to ortho-clinical diagnostics complaint number 00-04645-09.